Event description:
Event was reported to caldera medical by an attorney. The pt experienced pain, infections, urinary incontinence, bowel incontinence, and pain during sexual intercourse. No further info has been provided.